Manufacturer narrative:
(B)(4). Method, result, conclusion: manufacturer/evaluation/investigation pending product return from customer. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports "have been getting inr maybe greater than 10 results for every test for the last 3 months, regardless who the pt is or how many times repeat the test." The patient's have been getting drawn at the central lab in addition to poc testing and they have generated expected results from the lab draw. Treatment decisions were made based on the lab results. The customer did not have examples of lab data available for comparison or specific dates tested. Prior to 3 months ago, they were getting expected results for the patients. Itc has requested pt test data and the reporter has agreed to provide the info. No adverse event(s) reported.